Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect alarm pcba (printed circuit board assembly) and installed it in a known good 3100a high frequency oscillating ventilator unit. Because the 3100a does not have a backup battery, the alleged malfunction of the unit running after being unplugged is not possible. The on/off switch was evaluated, detecting no problems. The reported issue was unable to be duplicated.

Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding the event. Any additional information received from the customer will be reported in a follow up. (B)(4). A carefusion field service engineer has evaluated the device at the site and has reported that the performance checks system would pressurize by itself. Replaced alarm printed computer board. Tested unit, and meets company specs.

Event description:
The customer reported that when you unplug the unit, it still runs. She is not familiar with the unit at all and has requested field service to evaluate the device. It is unknown at this time if there was patient involvement, injury or harm related to this event.